Manufacturer narrative:
Concomitant products: product ID 3487a, lot # l57635, implanted: (B)(6) 1999, product type lead; product ID 3487a, lot # l57635, implanted: (B)(6) 1999, product type lead; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 2000, product type extension; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 2000, product type extension. (B)(4).

Event description:
The patient developed an infection and the ins was replaced. Additional information has been requested.